Event description:
It was reported that prior to an unk procedure, the anvil could not be removed from the device. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/23/2008. Info anticipated, but unavailable at this time.